Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "I have been trying to call to create two claims and the phone keeps getting disconnected". Later healthcare professional reported "rupture". This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Event description:
Healthcare professional reported "I have been trying to call to create two claims and the phone keeps getting disconnected". Later healthcare professional reported "rupture". This record is for right side. Device is implanted. It´s unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "I have been trying to call to create two claims and the phone keeps getting disconnected". Later healthcare professional reported "rupture". This record is for right side. Device is implanted. It´s unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "I have been trying to call to create two claims and the phone keeps getting disconnected". Later healthcare professional reported "rupture". This record is for right side. Device was explanted and replaced.